Event description:
General report rec'd of an unspecified number of undocumented incidents of device breakage; subsequently, unspecified chemotherapeutic agents leaked. The tubing sets were going to be used to deliver unspecified chemotherapeutic agents. It was reported that the tubing sets were initially primed with saline using spiros adapters with priming cps by the pharmacists and once the tubing sets were primed, the unspecified chemotherapeutic agents were added to the solution containers with unspecified clave additive spikes. The solution containers, the tubing sets, spiros adapters with priming caps and the clave additive spikes were placed in small plastic bags and the smaller plastic bags were placed inside larger plastic bags. The double bagged solution containers, tubing sets and devices were transported to the nursing units and were reported to be placed in storage. It was reported that approximately 3 to 4 days after being in storage, the chemotherapeutic agents were noted to have leaked inside the plastic bags. The customer contact reported the leaks were noted to be from the tubing sets at the flexible tubings that were between the cassettes and the clave secondary ports. Unspecified volumes of the chemotherapeutic agents leaked into the sealed storage bags. The sealed storage bags were disposed of according to the user facility's protocol. Although there was potential for exposure of the chemotherapeutic agents to the healthcare professionals, the customer contact stated there was no exposure. Though requested, no add'l info was provided.

Manufacturer narrative:
Due to hazardous contamination, the devices will not be returned for investigation. The lot numbers of the devices that were in use are unk. The customer contact identified three possible lot numbers. The possible lot numbers are 751795h, 770575h and 801045h. (B) (4)